Manufacturer narrative:
Investigation is pending the return of the device.

Event description:
User reported the level sensor was not responding correctly to stimulus, which is considered reportable by spectrum medical. There was no patient harm.